Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 5/5/2014, electrode belt: 12/30/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 4:10:29 am, the patient received the treatment shock. The patient's rhythm at the time of the treatment was vt at 150 bpm, and the post-shock rhythm was atrial fibrillation (af) at 90 bpm with pvcs, nsvt, and motion artifact. At 4:10:45 am the lifevest declared a non-treatable rhythm. The patient's continuous ECG recordings showed that the patient's rhythm was sinus tachycardia at 120 bpm at this time. At 4:40:35 am, a diagnostic manual recording was taken. The patient's ecgs show that the patient was in sinus tachycardia at 100 bpm at this time. At 8:44:24 am, the lifevest was shut down. The patient's rhythm at this time was sinus tachycardia at 130 bpm. The device was restarted at 8:45:27 am, while the patient's rhythm was sinus tachycardia at 120 bpm with premature ventricular contractions (pvc's). From 9:04:40 am to 5:37:17 pm, the lifevest detected 5 arrhythmias with response button use. The patient's rhythms during this time were ventricular tachycardia (vt) at 150 bpm slowing to vt at 120 bpm with motion artifact. It is unknown who was pressing the response buttons during this time. The response button use and the rate dropping below the patient's physician prescribed treatment threshold prevented the lifevest from delivering a treatment during this time. At 5:37:26 pm, the lifevest declared a non-treatable rhythm. The patient's ECG recordings show that at 5:41:57, the patient's rhythm was vt at 120 bpm self-converting to an idioventricular rhythm at 70 bpm with pvcs and motion artifact. The device was shutdown at 9:48:43 pm while the patient's rhythm was an idioventricular rhythm at 70 bpm with pvcs. The device was restarted at 9:49:40 pm. The electrode belt was then disconnected at 11:40:25 om while the patient was in asystole. The patient passed away on (B)(6) 2020 while in the hospital.